Manufacturer narrative:
Continuation of d10: product ID: 3058 (njy105704h); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2007; explant date: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for call was the patient reported a therapy issue. The patient mentioned they had 2 inss that were probably 20 years old and they needed to have them removed. The patient mentioned that neither of one of them were working and quit working a long time ago. The patient stated they spoke to their managing healthcare provider (hcp) yesterday when they got a shot. The patient mentioned their managing hcp will get back to them about their ins. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient called back again and said they had "these units placed many years ago, like 20 years". The patient did not know device information and reported "they didn't last very long". The agent asked if there was anything they needed help with, but the patient declined and hung up.